Manufacturer narrative:
The lot numbers for the two devices were provided; therefore, a lot history review is currently being conducted. Of the two reported malfunction, no devices were returned to the manufacturer for evaluation. The investigations are inconclusive due to no sample return. The definitive root cause for the reported events is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model u4150310rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from various sources. Of the two material ruptures, both involved patients with no patient consequences. One patient was an (B)(6) old female. All other patient information was not provided.